Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information was received on 16-jan-2024. Summary: per the provided information, the lot number for the used embotrap is 23e007av. This device information has been updated in the initial note above. The event did not lead to permanent or residual neurological deficits. It was also said that ¿the bleeding was found on CT but was not symptomatic.¿ there were no study device deficiencies. The event did not lead to prolongation of hospitalization and the patient¿s mrs score at discharge was 2. Regarding if there was any vessel trauma associated with the event, it was said ¿vascular injury cannot be ruled out, but it is unknown because there were no intraoperative findings of bleeding.¿ the device was discarded; therefore, no further investigation can be performed. A review of the manufacturing documentation associated with lot 23e007av presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4. Lot: the lot number was not reported. Section e1. Initial reporter phone: 0947-44-0460 cerebral hemorrhage is a known potential complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. There were no alleged quality issues related to the embotrap device, as the device performed as intended. In this case, the embotrap was advanced to the m2 segment of the middle cerebral artery and was pulled proximally to the m1 segment. The hemorrhage was found at both locations (m1 and m2), therefore, the embotrap device cannot be ruled out as the cause of the event. Additionally, the severity of the event is unknown. Based on this information, this event does meet us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that an embotrap iii 5 mm x 37 mm (et309537/ lot # unknown) was used for a mechanical thrombectomy procedure to treat an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, ¿the embotrap iii was deployed at a position that the stent reached m2, and then pulled proximally. The thrombus was retrieved, but bleeding was found from m1-m2.¿ post-procedural changes in the patient are unknown. It is unknown if a continuous flush was maintained during the procedure. Another concomitant device was the phenom microcatheter (medtronic). Additional information was received on 22-dec-2023 and 27-dec-2023. Summary: ¿middle cerebral artery m1 d was occluded. After 2 passes with solitaire, recanalization was not achieved, so replaced with the embotrap iii for the third pass. The tip of embotrap iii reached at m2 and the stent portion was deployed at the position where the vessel appeared to be s-shaped bent from the lateral view. The physician thinks that this stent placement condition may have increased the resistance when pulled proximally. The thrombus was retrieved, and there was no evidence of bleeding on dsa after recanalization was achieved. The bleeding was found on postoperative CT. The patient was continued to be monitored without any additional treatments. The patient was 75 years old, female. Patient¿s progress: postoperative CT showed bleeding, but no extravasation found on dsa, so the physician determined this event as mild, not serious, so no additional intervention was performed. The patient has been improved and discharged from the hospital.¿ the relationship between this event and the product: ¿yes.¿ the physician further commented: ¿the issue may have occurred because the number of passes was quite a lot. There was a causal relationship between the bleeding and the embotrap iii. Two different stents were used, so it is unknown which product caused the event.¿ the product was used according to the instructions.